Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) saw a "system problem" message (rm05) on the controller. The rep was instructed to disconnect recharger from the controller, reset controller by removing and re-inserting the battery pack and reconnect recharger. The issue was reported to be resolved. The consumer reported that a rm04 message was seen on the controller. The patient (pt) reported that about a week prior to the notified date, when the pt would arc to lay on the back, the pt was getting zapped and it felt like getting hit with 110 volts. The pt had to find the controller to turn down the settings and the issue started about a week prior after the adaptive stim was turned on. No falls or accidents were reported. It was stated that the pt went to see the rep to do reprogramming because one side of the body would be hurting and then the pt would turn over and it would shock really badly. Pt had to change settings every time when changing positions; the rep assisted in adjusting the adaptive stimulation. The pt stated that 3 different times, the controller said rm05, the rep saw it and contacted the manufacturer. Pt was told to take the battery out and reset it. On the way home, the controller said system problem - rm04. Pt stated there was nothing else on the screen except screen number 77. The consumer stated once or twice the recharger was not hooked up to the controller when this code came up. Then it happened again the day before notification. It was mentioned that at night he went to bed and controller was charged to 100% and ins was at 80 or 90%. During the night the pt was hurting and pt looked at controller and it had a bunch of numbers on it that said try again. Pt couldn't get it to do anything. Pt plugged in controller and it said 100%. After about an hour and ins was at 90%. Pt then plugged in recharger to controller and pt recharged. The pt stated the last night he still needed to turn up and down settings but was not feeling the zapping. Pt had to increase and decrease because pt was still having pain. The pt also had burning feet, like it was on fire. It was mentioned that the pt used the stimulator all night and the setting up to 11 and the battery levels were still showing 100 and 80%. On the notified date, the stimulator was on but the pt was not feeling any stimulation and the pt was wondering why the ins battery level had not gone down. It was noted that the implant was for back pain and burning feet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They stated the controller¿s screen displayed a ¿system problem¿ message, rm05. It was noted the controller and battery pack had been replaced already and controller was charged to 100%. Troubleshooting included disconnected recharger from the controller and they had been doing all of above shortly after implant. It was mentioned patient had not been able to charger the ins and use the therapy he was ¿writhing in pain¿. A replacement recharger would be sent to patient. It was stated the error code rm05 on recharger. No further complication and events were reported.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received). It was reported that the patient was getting the rm05 code with the controller battery at 90%. The litium battery was replaced because the controller was previously replaced. It was stated that the recharge may need to be replaced if the rm05 code persisted after battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.